Event description:
A customer reported that unexpected (B)(6) was obtained with the (B)(4) for donor samples when tested on the galileo neo (serial number (B)(4)).

Manufacturer narrative:
A review of the image files showed that results appeared (B)(6) for initial testing. Repeat testing resulted as (B)(6). An immucor field service engineer performed maintenance on the wash manifold. The customer determined that the issue is related to "(B)(6)" samples that were being used as batch controls. The (B)(6) samples were a result of wash manifold issues. Repeat testing was performed and the expected (B)(6) results were obtained.